Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited non-capture at 7v @ 2ms, it was noted that this rv lead first triggered an alert in (B)(6) 2023 for right ventricular automatic threshold (rvat) detected as greater than the programmed amplitude or suspended. Subsequently, the rv lead was turned off, the device was programmed to aair, and the rv lead was explanted and replaced. No additional adverse patient effects were reported.